Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below knee artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition.